Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The set was attached to a viaflo bag. The flow could be regulated with the roller clamp. When the roller clamp was put on the shut off position, the solution was completely stopped. Furthermore a gravity test was performed and the result passed as it was within the acceptance criteria. No other issues with the roller clamp were revealed. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of an administration set in which there was a faulty roller clamp that was stuck during a blood transfusion on a patient. The blood had to be disconnected and thrown away. There was no patient harm reported. No addtional information is available.